Manufacturer narrative:
Vyaire medical file identification:pc-(B)(4). Customer had already replaced the compressor from local stock and avea ventilator unit was working fine now.the customer requested for replacement internal compressor under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit was showing loss of air alarm on screen. The reporter confirmed that there is no patient involvement associated on this event.